Event description:
This report is being submitted in response to medwatch report # (B)(4) which was received from the user facility on (B)(4) 2015. The event description states the following: "(B)(6) y/o m with extensive hx of cardiomyopathy and as s/p multiple stents placed years ago. The patient was sent to the ed by this (B)(6) for chest pain. The patient was sent for cardiac catheterization during which the arterial sheath fractured in the patient's right femoral artery. The patient was sent urgently to the operating room for removal of the sheath".

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report # 1118880-2015-00023 to provide more information received from the user facility as well as the sample evaluation results. Results - is based upon a picture of the actual device that was provided by the user facility; is based upon retention samples from the involved lot/product code combination of the actual device as well as the surrounding lots. Conclusions - the actual device was not returned; is based upon retention samples from the involved lot/product code combination of the actual device as well as the surrounding lots. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation was limited to pictures of the actual sample provided by the user facility and retention samples from the involved lot/product code combination of the actual device as well as the surrounding lots. Evaluation of the pictures provided, confirm the reported issue. An evaluation of the reported lot and the surrounding lots was conducted. There were no visual defects observed. Sheath to housing strength was assessed, and found to meet manufacturing specification. A review of the device history record did not reveal any issues during the manufacturing of this product. A search of the complaint handling database confirmed there had been no previous reports for the reported part/lot combination. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 1118880-2015-00023 to provide more information received from the user facility as well as the sample evaluation results. Follow up information from the user facility reported the following: the sheath was inserted without issue; the cardiac catheterization was completed without issue; upon completion of the procedure the physician applied pressure to the insertion site and began removing the sheath; it was then realized that the sheath was sheared off at the midsection; and the patient was immediately sent to surgery to remove the fracture piece.

Manufacturer narrative:
As mentioned, this report is being submitted in response to a user facility medwatch report # (B)(4). The user facility medwatch report number exceeded the allowable character limit and for that reason in the report number section, MFR and user facility report number could not be selected but only MFR, MFR report number was selected. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.